Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger product ID 97755 lot# serial# (B)(6), product type recharger product ID 97745 lot# serial# (B)(6),product type programmer, patient h3: analysis found device got hot after running it at the donut end. Got no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was since this weekend the pt's implantable neurostimulator (ins) was not charging right for it was very unstable. The pt could get excellent then a split second it could not find it. Pt would get finished for the system was erratic. Pt had gotten a message of rm03 and a code with four lines so they would reset the controller but issues persisted. When recharging the ins, the slightest move would cause them to get no signal. When they removed the controller battery they noticed in the controller battery compartment one of the pins was not leveled with the others and they bent it in line with the others. During call pt verified no damage to the recharger or to the controller charging port. The pt reset the controller and attempted to recharge the ins, the pt got poor recharge quality then got recharging without excell ent or good. The issue was not resolved. An email was sent to the repair department to replace the rtm. Before at the neck where the cord met the antenna it became ragged and they got another cord. Pt called back and reported their recharger was not working for it had a short in it. When trying to recharge the implanted neurostimulator they got a message. Patient noted the recharger cord where it went into the antenna got really hot and if they moved it looked like it was going to start charging but it did not. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755(B)(6) product type: 0213-recharger b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.